Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Reportedly, the customer declined cts follow up to confirm backup therapy method was obtained. Customer¿s blood glucose level was 117 mg/dl.